Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had reseated the emergency battery backup (ebb) three times and an ebb fault the previous week. A controller changeout was performed. Following review, log files did not capture any ebb faults. The event log contained several clusters of pulsatility index (pi) events between (B)(6) 2025. Otherwise, the log files captured routine events. There were no notable alarm conditions or parameter changes. Based on the log files, the mechanical circulatory support (mcs) equipment had operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information provided on 10nov2025 noted that the ebb had only been reseated once on (B)(6) 2025 before. Prior to the reseating, a self test was done at home six times on (B)(6) 2025. The alarms on (B)(6) 2025 resolved after a self test. The controller was exchanged on (B)(6) 2025. The devices would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed as it was not captured in the log files or during testing of the returned heartmate 3 system controller. The heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The relevant sections of the device history records for the heartmate 3 system controller were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.